Event description:
Sterilizer autoclave would not exhaust, therefore unable to open door. Other instruments had to be obtained off site. Patient already anesthized, therefore,patients remained under anesthesia approximately 55 minutes awaiting other instruments. Post-op effect--no apparent harm. Good patient recoverydevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-91. Service provided by: independent service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other, invalid data. Results of evaluation: invalid data, invalid data, invalid data. Conclusion: device failure occurred and was related to event, other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service, invalid data. Invalid data - on device destroyed/disposed of status.